Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample found one of the plastic tabs broken. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the [rad aiming arm/frn piriformis fossa] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: dwg se_676301 rev b manufactured / rev c current dimensional inspection: n/a product code: 03.033.002. Lot number: l551657. Release to warehouse date : 09 nov 2017. Expiration date : na. Supplier: na. Manufacturing site: werk hagendorf. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2023, that, while drilling for the recon screw, the tip of the drill bit broke off on the medial (far) side of the nail. The decision to back the nail up and re-drill was made. While back slapping the nail the driving cap broke at the thread shaft junction. There was a surgical delay for 10-15 mins. The surgery was successfully completed. Concomitant product details: unk - nails (part # unknown, lot # unknown, quantity - unknown), unk - screws: trauma (part # unknown, lot # unknown, quantity - unknown). This report is for one (1) rad aiming arm/frn piriformis fossa. This is report 3 of 3 for complaint (B)(4).